Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during patient use a ventilator display froze. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested the display intermittently froze. The display was scratched which can affect proper operation. It was replaced and the device passed all testing.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.